Event description:
An aus device was implanted on 10/12/87. The cuff was revised on 1/22/97. The balloon was removed from the pt and replaced on 7/29/97, reason not indicated. Ams has requested add'l info.